Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch mechanism was contaminated and cleaned the latch to repair the bed.